Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that entrapment on guidewire occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres, it was noted that the wire lumen seemed to be crushed and the guidewire was stuck. The device was removed together with the guide wire and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The guidewire used in the procedure was not returned for analysis and functional testing. Instead, a 0.014" guidewire was used for the wire insertion test. The guidewire passed through device with no resistance or issues. The guidewire was inserted through both ends of the device and encountered no difficulties. The guidewire passed through the device with no resistance or issues, however, clinical circumstances could not be replicated.

Event description:
It was reported that entrapment on guidewire occurred. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres, it was noted that the wire lumen seemed to be crushed and the guidewire was stuck. The device was removed together with the guide wire and the procedure was completed with a different device. There were no patient complications nor injuries reported.